Event description:
A 29 yo pt with acute myelocytic leukemia expired during an mnc procedure in 2005. Communication from physician stated that when they received orders for leukophoresis (for blast crisis) the pt was already in respiratory distress, s/p intubation that day, had sustained an acute myocardial infarction and was hypotensive (on vasopressors with systolic blood pressure in the 90's). This physician stated that the pt's condition "most likely led to his demise, rather than the procedure itself". Info from the apheresis operator indicated there were no alarms or problems reported prior to the incident and a tech has inspected the machine to verify that it is in good working order.